Manufacturer narrative:
On (B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the interrogation of (B)(6) 2011 at 18:35, the device was found in ddd mode whereas it was programmed in safer-r mode a few hours before. The sensitivity and polarities of both atrial and ventricular cavities were also different.